Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active directory (ad) domain controller was slow to respond, and the ldap port connectivity test failed. Additionally, the synchronization account ID was incorrectly configured, and firewall restrictions blocked tcp port 389. A technical support specialist dialed into the affected stations and confirmed the slow login behavior. The specialist verified system uptime, rebooted the station, and checked disk space, database size, and network settings. Logs indicated delays in domain user verification and ldap errors. The specialist applied relevant knowledge articles ("station slow login netbios", "logins slow on multiple stations; high latency to domain controller", "domain error: please contact system administrator with error code ¿ 2222", "es 1.6 ids - multiple domain users unable to authenticate") and confirmed netbios was disabled. Connectivity tests showed the ldap port was closed, and the synchronization account ID was incorrect. The customer was informed to update the synchronization account ID and whitelist tcp port 389 in the firewall. Details were emailed to the customer for information technology action. The case was closed after the customer confirmed no further updates from their it team and agreed to reach out if assistance was needed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was slow when login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was slow when login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.